Manufacturer narrative:
Investigation/conclusion it is indicated that the product is not returning for evaluation. Therefore, a review of the entire testing history for the reported lot was performed. In-house testing on strip lot 385358a was found to be performing within expectations. The product performed as expected. A review of the manufacturing records for the lot did not uncover any non-conformances. The lot met release specifications. A root cause could not be determined from the available information. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Report received of discrepant inratio value: patient's therapeutic range 2.5 - 3.9, (B)(6) 2016 lab inr = 1.68; inratio inr = 3.2; two hours between lab and inratio test. No reported adverse patient sequela.